Event description:
Upon attempt to remove a 3 french 10cm catheter from left femoral artery, the catheter broke off at the hub without any forcible resistance leaving the entire catheter inside pt's femoral artery. The pt was taken to the cath lab, anesthetized and intubated. Surgeon performed a cut-down of the left femoral artery and the piece was retrieved intact and without complication. The pt was extubated and recovered without incident. Dates of use: (B)(6)2010 - (B)(6)2010.